Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-27. H6: investigation summary one sample and photos received for investigation, sample was sent with a vaccine vial, a needle and two crystal slides with foreign matter inside. Upon visual inspection of the samples sent, no foreign matter was located in the syringe. One picture was also sent by customer where a particle inside the syringe can be seen. Particle provided in the slides seems to be found inside the fluid path of the syringe. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Possible root cause of foreign matter is burnt material from molding process. This defect appeared due to the injection of burnt material generated during molding process. Before the injection machine is restarted up it is purged until the material is acceptable rejecting the first pieces.

Event description:
It was reported that the syringe 1ml ls sp120 experienced foreign matter in the fluid path. The following information was provided by the initial reporter: package bd plastipak 1ml syringe contains black fragment.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 1ml ls sp120 experienced foreign matter in the fluid path. The following information was provided by the initial reporter: package bd plastipak 1ml syringe contains black fragment.